Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed mixing pump. The device was evaluated. The unit was not cooling down was confirmed in the event log. The mixing pump was replaced. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the mixing pump, heater, and circulation pump of arctic sun device were replaced and when they ran calibration, it failed for an error 80 (water check time out unable to reach calibration temperature). The expected vale was 6 but actual was 31. It was instructed to go back through and check that all of the proper connections are put back in place and properly seated including a/c harness.

Event description:
It was reported that the mixing pump, heater, and circulation pump of arctic sun device were replaced and when they ran calibration, it failed for an error 80 (water check time out unable to reach calibration temperature). The expected vale was 6 but actual was 31. It was instructed to go back through and check that all of the proper connections are put back in place and properly seated including a/c harness.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the mixing pump, heater, and circulation pump of arctic sun device were replaced and when they ran calibration, it failed for an error 80 (water check time out unable to reach calibration temperature). The expected vale was 6 but actual was 31. It was instructed to go back through and check that all of the proper connections are put back in place and properly seated including a/c harness.